Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 240mg/dl at the time of incident. The customer stated that the insulin was not exposed to high magnetic field. The customer stated that the insulin pump was unable to rewind. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.